Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass due to physical damage to lcd glass. The pump was received with cracked case at the reservoir tube window corners, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device broke when the vehicle door was shut on it. The customer's blood glucose level at the time of incident was unknown. The customer states the screen is cracked. The customer was advised that the device would be replaced and returned for analysis.